Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed form the patient and the procedure was completed with a different device. No patient complications were reported.